Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the readings were missing on the receiver display. No medical intervention was reported. Additional event or patient information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.